Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was leaking. Report 2 of 2. The following was received from the initial reporter: after successful cannulation, removed introducer. From point where introducer was, on first device there was a noticeable blood drop apparent which when wiped away came back, indicating there was a leak. The second cannula, on a different patient when the introducer was removed, blood poured from the same site so had to be removed